Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported problem was able to be confirmed using artemis; c-71 11/13/2025 06:56:00 am and 2-71 11/13/2025 06:56:00 am. Upon visual inspection, there was no issue found that would be related to the reported event. The erbe was tested using system, the unit energized and cauterized all ports and instruments without an issue. The erbe log error showed, c-00 11/13/2025 11:55 am. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer was getting a repeated c-71 error on the integrated electrosurgical unit (iesu) [erbe]. They have power cycled the erbe multiple times. Technical support engineer (tse) explained that a repeated c-71 error will require that the erbe to be replaced. Tse suggested that they can use a covidien force triad generator as a backup; the customer stated that they do not have a covidien force triad generator. Customer were to use their vision side cart (vsc) from sl0701 for this procedure. The procedure was aborted to another dv system with no reported injury.